Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio dv integrated electrosurgical unit (iesu) monopolar energy auto fired when water was splashed on the pencil type monopolar hand piece. The intuitive surgical, inc. (Isi) technical support engineer (tse) found error m-10 (activation element (fingerswitch, footswitch) was not released within five seconds after the activation stopped due to an error or autostop)) in the logs. The tse explained that the water possibly turned on the switch. The customer would replace the monopolar hand piece. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during hemostasis, which was the last part of the procedure. The issue occurred on a third-party instrument (conmed). The surgeon believed that water on the instrument was the cause of the issue. When the incident occurred, the instrument tip was not in contact with tissue. There was no patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse explained that the water possibly turned on the switch. The customer would replace the monopolar hand piece to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.